Event description:
It was reported that the ventilator whilst connected to a pt generated two technical error codes, one indicating disable valves and the other indicating an internal memory error and the ventilation consequently stopped. There was no pt harm. (B)(4).